Event description:
The customer stated, "image not captured when screening." The fse noted that the system has only one monitor. The customer would be unable to view fluoroscopic images. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.